Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status indicator flashing.

Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the (B)(6) 2014 and the device performed as expected up to the (B)(6) 2015. The device failed multiple self-tests due to a low battery on the (B)(6) 2015 and then between the (B)(6) 2015 and the last log entry on the (B)(6) 2016. The device records a temperature during this time which exceeds the maximum operating temperature of the device. A test pad-pak was inserted into the device and the device passed a self-test. No warnings were given at shutdown and the green status led flashed throughout. The device was tested on calibrated equipment and delivered a shock without fault. An acceptable measurement was recorded for the test shock. The device powered off normally with a flashing green status led. Investigation found no fault with the returned device. As no fault could be found with the device after testing between 0-50°c for 48 hours while performing a self-test every 20 minutes equating to approximately 33 months of normal use without fault, and as no pad-pak was returned for investigation it can be reasonably concluded that the self-test fails detailed in the report occurred as a result of a genuinely depleted pad-pak or an incorrectly seated pad-pak.